Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2017-01939. 1. Section b. Box 5. Describe event or problem.

Event description:
The patient was undergoing a coil embolization procedure in the sacral artery using ruby coils. During the procedure, the physician successfully placed two ruby coils using a px slim delivery microcatheter (px slim). The physician then was unable to advance a ruby coil into the px slim. The ruby coil and the px slim were therefore removed, and a new non-penumbra microcatheter was inserted. The physician then attempted to advance the same ruby coil through the microcatheter, however the ruby coil again was unable to advance out of the introducer sheath and into the microcatheter. The physician then continued the procedure using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The embolization coil was detached from its pusher assembly and the proximal constraint sphere was inside the distal detachment tip (ddt). The stretch resistant wire (sr wire) was fractured. The introducer sheath was ovalized approximately 4.0 cm from the distal tip. Functional analysis could not be performed since the ruby coil was detached from its pusher assembly and, therefore, could not be attempted to be advanced out of its introducer sheath and through a demonstration microcatheter. Conclusions: evaluation of the returned device revealed that the sr wire was fractured and the embolization coil was detached. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance damage such as a fractured sr wire may occur. Fracture of the sr wire will allow the embolization coil to detach. Further evaluation of the returned device revealed that the introducer sheath was ovalized. This type of damage likely occurred due to over-tightening of the rotating hemostasis valve (rhv) after the introducer sheath was loaded into the hub of the microcatheter. The ovalization in the introducer sheath likely prevented the ruby coil from being advanced out of its introducer sheath and into the microcatheters during the procedure. The non-penumbra microcatheter and px slim mentioned in the complaint were not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the sacral arteries using ruby coils. During the procedure, the physician was unable to advance a ruby coil into the px slim delivery microcatheter (px slim). The ruby coil and px slim were then removed and a new non-penumbra microcatheter was inserted into the patient. Next, the physician attempted to advance the same ruby coil through the microcatheter; however, the ruby coil was unable to advance out of its introducer sheath and into the microcatheter. Therefore, the ruby coil was removed and the procedure was successfully completed using new coils and the same microcatheter. There was no report of an adverse effect to the patient.